Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that the patient underwent a bipedicular restoration using spinejack and the procedure was completed without issue on (B)(6) 2020, with both implants fully encapsulated in cement. On (B)(6) 2020, six days after the initial procedure, cement displacement was detected and revision surgery was performed to address patient pain and re-bind the encapsulated implants to good bone to prevent any further anterior movement. No further adverse consequences or medical interventions have been reported.